Event description:
It was reported that a patient presented to the emergency room for lead revision. Fluoroscopy was performed and revealed the atrial lead dislodged. The physician elected to explant and replace the atrial lead. The patient condition was stable.